Event description:
It was reported that during a therapy system upgrade procedure, the physician opted to explant this right atrial (ra) lead to gain access to a blocked vein. While extracting this ra lead, the physician observed that this ra lead outer insulation had been previously damaged and an off-label repair on the lead had been completed. The physician explanted the ra lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed polyurethane insulation crack/tear approximately 350 and 400 mm from the terminal end. This type of damage is consistent with repeated stress over time. The reported clinical observation is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a therapy system upgrade procedure, the physician opted to explant this right atrial (ra) lead to gain access to a blocked vein. While extracting this ra lead, the physician observed that this ra lead outer insulation had been previously damaged and an off-label repair on the lead had been completed. The physician explanted the ra lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital.